Event description:
Filter placed in december in a patient who had been involved in a motor vehicle accident and suffered multiple fracture to their long bones. As they were going to be immobile for a long period, it was decided that they need a filter. The deployment was uneventful and the radiologist considered that it was deployed successfully. The patient was booked for a routine retrieval three months later. At the chek vena cavagram, it was discovered that the filter tip had penetrated the wall of the ivc as had 2 of its legs. The patient was then sent for a CT. After seeing the images no attempt was made to remove the filter. The patient re4mains asymptomatic.